Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flicker, universal cord was cut, video cable was buckled, image was noisy. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flicker due to component failure of the electronical component, cut on universal cord due to component failure of the universal cord, video cable was buckled due to component failure of the video cable, image was noisy due to component failure of the charge coupler device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it was not possible to determine a root cause as the event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device image was flickering. The event was found during set up. There were no reports of patient involvement.